Event description:
Additionally, the lead history received to illustrate the noise included one high lead impedance measurement from about one year earlier and an alert was triggered at that time. Review of this lead history also revealed a slight downward trend in impedance.

Event description:
It was reported by the patient that there was an issue with the right ventricular lead. The issue was later clarified by the physician's office to be noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).